Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming correctly. Although the clip applier could be closed completely the clips were falling off and appearing as a u-shape. The clips are contained with the returned clip applier. No difficulty closing and no strange noises. It was noted that the gallbladder was very distended. No adverse event on the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and formed one scissored clip, and then the remaining clips were formed as intended. In addition the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.